Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation, angulation in the up direction was out of standards due to worn of angle wire. The gap of up/down knob was out of standards due to worn of angle wire. Liquid leaked due to damage of channel tube. Light guide lens was broken. Light guide lens was polluted. The adhesive part of bending section cover was broken. There was crumple at the connecting tube. Scope cover was deformed. Protector was cut off. Electrical connector was corroded. Scope connector was corroded. There was corrosion at the control part due to leakage. There was corrosion at the grip part due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera duodenovideoscope had air/water leakage at body control unit. The event was found during preparation for use. The unspecified diagnostic procedure was completed successfully using a replacement device. There was no delay or report of patient harm associated with this event. During incoming inspection, it was determined inside the light guide lens was dirty. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or similar. Then, humidity may have entered the lens and caused corrosion. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection." Olympus will continue to monitor the field performance of this device.